Event description:
Rptr has been sick since last july & out of work more since dec '96 than all of the other yrs. Of employment put together. Allergic to powdered latex gloves at least 8 yrs. Changed to latex powder-free & then to vinyl gloves for a few yrs. Last summer until dec '96 had ichy palate, cough & wheezing red, itchy eyes, gross amount of mucus nose & throat, runny nose - dec 29 1996, had severe asthmatic attack, dr. Thought. Nearly every night rptr worked in nursing home they went home & shortly after had asthma attack. Was already on inhalers. In june - was hospitalized for asthma. In july - allergist diagnosed rptr with latex allergy, "severe". Rptr carries inhalers & an epi-pen now at all times unable to work around latex nebrulizer prn.